Event description:
On 10/13/2010, a patient contacted our firm to report having experienced an ocular event. He/she stated the symptoms resolved without seeking medical attention. The patient was requesting product replacement. While collecting information, the patient reported that he/she had experienced a corneal ulcer earlier this year. Our firm received clinic notes from the treating eye care professional. The patient was seen by an ER physician on (B)(6) 2010. The patient consulted the treating eye care professional (ecp) on (B)(6) 2010. The patient presented with left eye photophobia, burning and pain and was diagnosed with a corneal ulcer. The ecp stated that the ulcer was central. The report stated that the patient "went for bike ride (B)(6) 2010" and was wearing acuvue contact lenses at the time. The treatment regimen included vigamox drops every 2 hours and tropomide twice a day; oral vicodin for 1 day. The clinic note diagram indicated a superior ulcer nasally located. Va 20/200. The patient returned on (B)(6) 2010 complaining of burning, pain and "scratchy feeling." Continue vigamox every 12 hours, and atropine twice a day. Va 20/40. The patient returned on (B)(6) 2010 stating "os still irritated & feels swollen;" va "blurry in the afternoon." The note stated that the patient "stopped due to irritation, patient never started atropine." Va 20/70-3. The patient resumed contact lens wear. The patient stated that the patient's vision os had returned to normal. Lot history review and product evaluation were not performed because the lot number was not provided and suspect prod was not available for evaluation. MDR reportable events and trends are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. Product discarded - unable to follow up. No conclusions can be drawn.